Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b004866n44, implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal baclofen 90 mcg/ml at 33.371 mcg/day, morphine 35 mg/ml at 12.977 mg/day, bupivacaine 10 mg/ml at 3.708 mg/day, and clonidine 900 mcg/ml at 333.71 mcg/day via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. A catheter occlusion was reported and the patient experienced increased pain. The programming date from the most recent refill prior to the event was (B)(6) 2016. Diagnostics revealed no free flow of cerebrospinal fluid (csf) on (B)(6) 2016. An isotope pump study was also performed on (B)(6) 2016 and drug was not going to the pump. Additional information received clarified the drug was not going to the subarachnoid space. It was clarified no free flow of csf per isotope pump study and a sludge material was found in the hub of catheter requiring replacement and revision of catheters. The event was related to the device or therapy; specifically the entire catheter and not related to the implant procedure. The catheter was explanted/replaced on (B)(6) 2016 and was disposed. The outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.